Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture, persistence of an oval, isoechoic, well-circumscribed nodule of 9 mm and isolated cysts". This record is for the right. Device remains implanted.